Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer's pump was malfunctioning or alarming. As the customer and pump were not with the contact at the time tandem technical support was telephoned, troubleshooting was unable to be performed. There was no reported impact to the customer's blood glucose level. Although requested, additional information was not provided.